Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the high impedances was not determined. The rep called tech services and did not have a solution to the high impedances. The rep successfully programmed around the affected electrodes. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s ins was showing a normal elective replacement indicator (eri). It was reported that impedances on certain contacts were high. The following results were reported: at 0.7v - 8, 10, 12, 13, 14, 15 all over 10k ohms at 1.5v - 5, 10, 12, 13 all over 20k ohms at 3.0v - none are out of range but 10, 12, 13, 14 and 15 are over 10k ohms (tss assumed this was ref 0) ref 10 - 12, 13 over 40k ref 11 - 0-9 are 1100 or under, 10-18k, 12-20k, 13-27k, 14-11k, 15-12k ref 12 - 8, 10, 13, 15 over 40k ref 13 - 8, 10, 12 over 40k ref 14 - 0-7 are 10k, 8-15 varies with values anywhere from 10k-40k ref 15 - 12 over 40k no symptoms or complications were reported.